Event description:
It was reported "the balloon has not deflated. To deflate it, the radiologist cut the catheter above the funnel, without success. Then, he inserted a small rigid guide in the body of the catheter. After several manipulations using the guide and the syringe, during approximately one hour, the balloon has been deflated. The catheter has been used during a radiological examination which usually lasted about 15 minutes."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. A quality evaluation was performed on (B)(4) 2014. No sample was received from customer. Only the product lot # 407382r001 and catalog # ha31181002 was available to assist in record review. Review of the assembly work order did not reveal any signs of non-deflation detected during the inspection. Review of past two years (2012-2013) complaint history record revealed that there was a small percentage of the complaint related to non-delation are manufacturing related. Corrective actions have been taken to address the confirmed complaint cases. There are a few other potential causes identified as hazards during the risk management process and such risks are controlled to minimal. Review of the in-progress functional test report for dip codes (oid, ojc and ojd) dipped in (B)(4) 2012, did not reveal any signs of such defect detected during the drainage test. The samples taken from this manufacturing lot met the specification when subjected for the functional test in accordance to (B)(4) test method. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on history review did not show any significant abnormalities. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.